Event description:
It was reported that the gastrointestinal videoscope exhibited a malfunction where tissue adhesive was blocked in the forceps channel. The issue was identified at the time for inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: insertion section crystallization, adhesive on handle, forceps channel crystallization. A root cause could not be identified. Based on the results of the investigation, it is likely the forceps channel was crystallized leading to customer reported phenomenon of blockage of instrument channel with tissue adhesive. The most probable cause of insertion section crystallization, adhesive on handle, forceps channel crystallization could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.